Event description:
The device was connected to a pt for purposes of routine monitoring. Reportedly, the device initially would not properly display the pt ECG. Cables attached to the device were flexed and proper display was observed. There was no report of adverse affect to the pt associated with the malfunction.